Event description:
It was reported to medtronic minimed that the customer experienced crack on the pump. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed and it was found that the screen is scratched. No harm requiring medical intervention was reported. Mmt-1886 was requested and the customer response was the device was returned for analysis.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. P-cap locked in place properly during testing. Unit was received with: scratched case, cracked case, battery tube threads - cracked, stained keypad overlay, cracked case (battery tube), and pillowing keypad overlay. In addition, 2 vertical parallel lines (red and blue) are visible within the right side of the lcd screen. Unit was cut open to perform visual inspection and found no evidence of physical or moisture damage on electronic assembly. Problem isolated to lcd screen. In summary, customer allegation for cosmetic damage (cracks) on the battery compartment was confirmed during visual inspection when battery tube threads - cracked, and cracked case (battery tube) were noted. Costumer concern for internal lcd screen damage was also confirmed due to cracked traces. Problem was isolated to lcd screen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.